Event description:
It was reported that the atrial lead had fallen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted, the proximal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage, the stylet was stuck in the lead (distal coil) and the lead was stretched; full lead in segments returned and analyzed.